Event description:
Received information that due to a ventilator malfunction, patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. The customer reported to have replaced the compressor. The ventilator passed all testing.